Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) resulting in a coma. Reportedly, the cause was unknown; however customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Bg was addressed via consumption of carbohydrates. No additional information was provided.